Event description:
It was reported that the device was used during a divinci gyn procedure. During closure at the end of the surgery, the clip applier did not have enough force to close the clips. They pulled a new one to complete the procedure. No patient impact reported.

Manufacturer narrative:
(B)(4). Bent jaws. The analysis results of the found that the device was received with the jaws bent. However, during analysis the clips were loaded, retained and formed as intended. It could not be determined what may have caused the damage found. The batch record was reviewed and no anomalies were noted during the manufacturing process.